Manufacturer narrative:
The initial reporter's full last name and telephone number were requested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) the service tech found the display was half blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the display was half blank. The unit was triaged and the reported condition was confirmed. It was observed that the left side of the display was blank. The lcd glass was found broken in several places in the lower left corner. The lcd was removed and retained. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.